Event description:
Pt called lfs alleging that their meter would prompt "not enough blood". Pt may have been placing a sample that was too small or smeared, may have not been inserting the test strip far enough into the test strip holder, or a object was covering the test area while the meter was turned on. Since the pt obtained the message prior to calling lfs, the cause of the message was unknown. Pt did not have any symptoms at the time of concern. No actions were taken following the attempted use of the meter. Pt explained that they were taken to the hosp because the meter kept prompting "not enough blood". Pt was tested on the hosp meter and treated with food and beverage. No blood glucose reading was provided from the hosp. Pt had been cleaning their meter with the control solution and had expired test strips, which were opened in 1/2003. The customer service rep walked pt through resolving the issue, however, the meter started prompting "retest", indicating that the test failed after the countdown began. The customer service rep replaced the meter and test strips. There was no evidence of an adverse event. The meter is being reported due to the meter malfunction.